Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon opened the inner box of the implant, it had a crack in the container.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product and packaging identified that the blister was cracked. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.